Event description:
It was reported that the user experienced hyperglycemia after a meal on the first day using the ilet, with a reported peak blood glucose of 267 mg/dl, later confirmed to be decreasing; troubleshooting and education were provided to allow the pump time to reduce glucose gradually. Symptoms included hyperglycemia without reported ketoacidosis, loss of consciousness, or other acute complications. Outcomes included no medical intervention, no assistance from others, no back-up therapy use, and no hospitalization. Investigation included complaint intake review and user coaching on expected glycemic trends during initial device adaptation. Investigation of this case revealed no device alarms were reported and no device malfunction was identified; cause remained unclear given initial adaptation and postprandial context. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.